Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient's rep reported for the past week the pt's implant has been sticking out. Pt rep said you can see metal and a scab has formed. Pt rep said that the pt went to the doctor on saturday and the doctor said that the implant is not infected and the implant is coming out. Pt doesn't have a managing hcp.